Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the failed drawer was not detected on the bus. A field service engineer (fse) arrived at the station and confirmed the issue as described. Troubleshooting revealed that the pyxibus module and drawer controller 3-1 had experienced functional failures. Both components were replaced and complete diagnostics were performed on both drawer controllers 3-1 and 3-2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 3.1 and 3.2 were failed to recover and not detected on bus. Required maintenance. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.